Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that was on impella cp support. During support, it was noted that the patient experienced a pulmonary hemorrhage that required suctioning but the hemorrhage persisted. The patient expired when care was withdrawn by the family. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
G.2 study selection was inadvertently omitted from the initial manufacturer device report number 1220648-2024-18500 and was added.